Event description:
During a pulsed field ablation for atrial fibrillation procedure, blood and air leaked occurred from the seal. The sheath had been opened and flushed according to the IFU, the dilator was then inserted followed by the non-abbott device (versacross wire by baylis). The sheath and dilator were used to go transseptal with the versacross wire, advancing the dilator and sheath across the septum into the la. The dilator was removed and the non-abbott device (farapulse catheter) was advanced just inside the sheath handle. While aspirating, air bubbles were observed in the sheath as well as bleedback. Despite numerous attempts to remove bubbles, more air seemed to be pulled from the sheath. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.